Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey silicone piece separated and came off the jaws and ended up in the tunnel. The detached piece was retrieved by the harvester with a second hemopro and it was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25150193, 25149980, and 25150014, the last 3 lots shipped to the account prior to the event date. There were no ncmrs for the last 3 lot #s from ship history.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey silicone piece separated and came off the jaws andended up in the tunnel. The detached piece was retrieved by the harvester with a second hemopro and it was used to complete the case. The hospital did not report any patient effects.